Manufacturer narrative:
We have received additional information confirming that the speaker was working as intended.

Event description:
It was reported that the pump's alarm sound was not annunciating. There was no adverse impact to the customer's blood glucose level. No additional information was provided.